Manufacturer narrative:
Prior to the device being returned, the scope was reprocessed according to the user¿s manual. The device was evaluated and the customer¿s allegation could not be confirmed. In addition to the findings reported in b5, scratches were found on the device, the suction and air/water cylinders had no color, the angle wire was worn causing the play of the up/down knob to be out of specification, the light guide bundle had breakage, the side cover was chipped and the universal cord was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: the foreign material was unable to be identified. There was no deviation from the instructions for use (IFU) regarding the reprocessing of the scope. There was no physical damage observed in the location the debris was found. The IFU addresses this failure: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was a malfunction with the air/water cleaning channel before an unspecified procedure. During inspection and testing of the returned device, a whitish foreign material was found inside the air/water tube and cylinder, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.